Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic was notified that following appropriate implantable cardioverter defibrillator (ICD) therapy, ventricular and atrial capture could not be confirmed. It was also reported that high thresholds were observed on the right ventricular (rv) lead. The atrial and rv leads remain in use and no patient complications have been reported as a result of this event.